Event description:
Low back surgery. L 4 l5 s1 multi level fusion. Bone paste from bio medical services. Used later found to be untested and not screened for diseases. Dates of use: 2005 - 2008. Diagnosis or reason for use: back surgery.